Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report represents an enhancement to the reporting criteria going forward.

Event description:
It was reported that the ventricular lead exhibited low lead impedance, loss of sensing, and unacceptable thresholds. It was clinically resolved by reprogramming. The lead remained implanted and the patient was scheduled for a follow up.